Event description:
It was reported that the customer received multiple temp alarms when attempting to place the infusion site. Reportedly, the customer reverted to manual injections and there was no impact to blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.